Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to pain and an infection in the scrotum, the patients symptoms started 1 month before the revision procedure. The ipp cylinder, pump, and reservoir was explanted and not replaced. The patient was stable following the procedure.

Manufacturer narrative:
Duplicate to report 2124215-2021-16855. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to pain and an infection in the scrotum, the patients symptoms started 1 month before the revision procedure. The ipp cylinder, pump, and reservoir was explanted and not replaced. The patient was stable following the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to pain and an infection in the scrotum, the patients symptoms started 1 month before the revision procedure. The ipp cylinder, pump, and reservoir was explanted and not replaced. The patient was stable following the procedure.